Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 98 and 41 mg/dl. Tests were done 11-20 minutes apart. Pt did not experience any adverse events. No further info has been reported.